Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in fragments and analyzed. Analysis results revealed the distal conductor was fractured. Blood/body fluid was present on several conductors (not obstructed), on the outer tubing overlay, and in/on the helix mechanism and sleeve head. It was also observed that the defib conductor was distorted, the distal conductor was cut, the outer tubing was kinked/buckled and torn. There was a white substance on the exposed defib coil. Cosmetic environmental stress cracks were present on the outer insulation, and there was a cosmetic outer insulation depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the ventricular lead had decreased impedance, diminishing r-waves and a suspected failure. The lead was removed, replaced and returned. No patient complications have been reported as a result of this event.